Manufacturer narrative:
Manufacturer's investigation conclusion: the reported patient use count of 255 was confirmed via log file analysis. The patient use count was captured at 255 for all events. It was noted the system controller stores this count and this value is maxed out at 255. The value does indicate a loss of power to both power cables and would have increased this value by one for each occurrence. The log files did not capture the loss of power event or the time frame when the patient use count increased. The events appear to have been overwritten by newer events. A root cause of the high patient use count could not be determined through this evaluation. The reported event of backup battery fault alarm could not be confirmed via log file analysis. The log file did not capture any backup battery fault alarm event or data relating to the reported replacement of the backup battery. The events appear to have been overwritten by newer events and the oldest date captured is february 10, 2023. A root cause of the backup battery fault alarm could not be determined through this evaluation. To date, system controller (serial # (B)(4)) associated with the event was unavailable for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ and backup battery fault alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions¿. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, rev c, ¿replace any equipment or system component that appears damaged or worn¿. Under section 4, system status boxes, ¿patient use¿ explained as ¿total number of times that the system controller's 11 volt lithium-ion backup battery has been used. Frequent use may indicate that a patient is having difficulty changing from the power module to battery power or vice versa¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient use on the controller was noted to be 255 and the patient admitted to some occasional power outages but could not explain the large amount. The patient had backup battery fault alarms and the external backup battery (ebb) was replaced, on interrogation on 01mar2023, the controller had 255 patient uses again. Log file analysis confirmed ebb usage count to be maxed out at 255. Tech services advised that the count is stored in the controller so replacing the ebb would not reset the count. The backup battery faults reportedly did not resolve with ebb exchange and a controller exchanged was performed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.